Manufacturer narrative:
Section b3: date of event is unknown.

Event description:
It was reported patient's ipg became inoperable. Surgical intervention was undertaken during which the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
A patient received an error message " MRI not advised, there may be a problem with the implanted leads" while attempting to set ipg to MRI mode was reported to abbott. It was determined the patient's leads read high impedances and ipg reached end of life. As a result, the ipg and lead were replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.